Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer cleared the alarm and resumed pump therapy. During troubleshooting with technical support, customer cleaned pump speaker holes to help resolve the reported issue.